Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse had two different arctic sun devices sns (B)(6) & (B)(6). Neither were registering the patient probe (only dashes in the pt section). They had already tried two different patient probes. Confirmed the probes were reading properly on the bedside monitors. They already had another device on the way. Recommended they send these two devices to biomed for evaluation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They had already tried two different patient probes. Confirmed the probes were reading properly on the bedside monitors. They already had another device on the way. Recommended they send these two devices to biomed for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse had two different arctic sun devices sns (B)(6). Neither were registering the patient probe (only dashes in the pt section). They had already tried two different patient probes. Confirmed the probes were reading properly on the bedside monitors. They already had another device on the way. Recommended they send these two devices to biomed for evaluation.